Event description:
The customer reported that erratic thyroid stimulating hormone (tsh) results, within the normal reference range but outside the assay's precision claims, were generated on a unicel dxl800 access immunoassay system for one patient. The customer indicated that two samples from the same patient were tested on the same instrument. In both instances the customer indicated that the results were "very different". The customer indicated that repeat testing on the same samples on the same instrument again yielded different results. Data provided by the customer indicates that two tsh results were generated that did not meet the assay's precision claims, while two additional tsh results did meet the assay's precision claims and hence were not regarded as erroneous or imprecise. No erratic results were reported out of the laboratory however there was no death, serious injury of modification to patient treatment associated or attributed to this event. Instrument tsh quality control (qc) results were within the customer's established ranges on the day of the event. An instrument system check performed after the event failed for unwashed %cv (coefficient of variation). Beckman coulter inc review of customer supplied quality control data indicated that tsh qc results were recovering significantly above the customer's stated mean value. It was recommended that the customer adjust their qc mean to better match their peer group data. No patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The fse replaced pipettor #1 and all four reagent pipettor transducer tips. The fse cleaned the wash nozzles, performed ultrasonic adjustments and realigned all four reagent pipettors to the reagent nest positions. The fse performed a routine instrument system check and all-assay quality control assessment. Both verifications met established instrument specifications. Although the instrument was repaired prior to returning it into service, a definitive root cause has not been determined to date for this event.